Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. A known good and fully charged battery and foot pedal were installed in the spider 2 for functional testing. A functional evaluation revealed that the unit de-pressurized and pressurized as designed using the power switch and the foot pedal. The unit also passed the 30 pound weight test. The unit had a piston migration of 1.23 inches. The drape switch adapter was then inserted into the unit. The unit then would not pressurize and the led indicator light flashed signifying a low battery. The pre-pressure test jig was connected to bypass the unit¿s printed circuit board. The unit pressurized and de-pressurized as designed. The unit¿s limbs were manipulated utilizing the power, drape and foot switches for approximately 10 minutes with no issues. The unit was left pressurized for two hours. The unit was then manipulated again utilizing the pre-pressure test jig and it performed as designed. The complaint was confirmed and the root cause has been determined to be a failure of the unit¿s printed circuit board. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. It is recommended that the instructions for use, be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals.

Event description:
It was reported that during shoulder arthroscopy, there was an hydraulic power loss even after the battery was changed and arm goes limp & won't stay erected. A backup device was available to complete the procedure with no significant delay. The patient wasn¿t harmed.